Event description:
The customer reported that an 840 ventilator had a blank screen. It is unk if the malfunction occurred during pt use. Attempts have been made to acquire add'l info regarding this complaint record. Add'l info has not been made available by the customer.

Manufacturer narrative:
(B)(4).